Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: additional information - correction h6: event problem and evaluation codes ¿ correction data correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.